Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg value was not provided. Cause of bg level was not known. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room. Reportedly, customer was "in a coma" and was "airlifted to another hospital". Customer was admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Additionally, customer "got a blister on [their] toe", they "picked at the blister, and the toe was eventually amputated", and they were "coughing up blood". Customer was discharged approximately 6 days later with the issue resolved. Event date is approximate. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.